Manufacturer narrative:
The device was not returned to omsc but was returned to the service department of olympus (B)(6) pty ltd. The evaluation of the device confirmed the following: the reported event was reproduced. Cuts and dents on the cable were noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that there was no endoscopic image output ,and the screen of the monitor was black during preparation for use. The user replaced the device to another device, and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device wasn't returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus australia, it is surmised that the reported event was attributed to physical damage on the head or the cable of the device.